Event description:
It was reported that the device was used in the operating room and the water leaked from the balloon. There was no balloon rupture or tear. The location of leak is unknown because the event was catheter fell out. No materials possibly came in contact with the catheter.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a syringe. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also, received 2 photo samples. First photo sample shows overview catheter of catheter. Second photo sample. Although an exact root cause could not be determined a potential root causes could be: ¿ high modulus silicone ¿ contact with a sharp object (i.e. ,needle sticks, etc.) ¿ exposure to petrolatum-based lubricant or other degrading materials ¿ pinhole in balloon or cuff ¿ wall thickness too thin the product was used for patient diagnostic or treatment. It is unknown if the product was influenced by the reported event. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Corrections: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the device was used in the operating room and the water leaked from the balloon. There was no balloon rupture or tear. The location of leak is unknown because the event was catheter fell out. No materials possibly came in contact with the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.